Event description:
It was reported to ventec that the device would not ventilate after using the cough function. There were no reports of patient involvement associated with the event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of no ventilation output was confirmed. In addition, ventec observed intermittent alarms for patient circuit disconnect and higher peep (positive end expiratory pressure) than set. Ventec also observed the following, additional, intermittent issues: low exhaled tidal volume (vte) levels, low inspiratory pressure, lower peep than set and unable to maintain peep. Ventec replaced the internal flow transducer (ift) and external flow module (efm) to resolve both the reported and observed issues. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported and observed issues was the ift and efm.